Manufacturer narrative:
These identified materials are not contained in the manufacturing process of the bl3170 handpiece. The particulate is most likely a result of improper cleaning. (Service/maintenance).

Manufacturer narrative:
The handpiece involved in the complaint was not returned for evaluation. One small vial containing a blue colored liquid and particles was returned for evaluation. The liquid was poured onto a 0.45 micron filter and it was inspected using a microscope. Several extremely small particles were found on the filter, the largest was a blue and white thread-like particle. The particle was microscopically examined and analysed using an energy-dispersive spectrometer. The analysis indicated that the particle consists primarily of phosphorus, carbon and oxygen with lesser concentration of aluminum and silicone. This composition is consistent with organic material and phosphates. The source of the particles cannot be determine. Based on all information, no causal factors can be determined and no conclusion can be drawn.

Manufacturer narrative:
Based on all information, no causal factors can be determined and no conclusion can be drawn.

Event description:
A report was received from a user facility in the (B)(6) indicating that during the procedure, the surgeon noticed a foreign material in the patient's eye. He was able to remove the material using forceps without causing any injury or consequences to the patient.